Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va01zjk, implanted: (B)(6) 2013, product type: lead; product ID: 37601, serial# (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-mar-2015, UDI#: (B)(4); product ID: 37601, serial/lot #: (B)(4), ubd: 28-sep-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had tried to get an MRI but wasn't able to because "one of the probes had one node on it had a lower impedance." Pt rep said that the node was shut off and not used, but there were about 8 other nodes that were still usable. Pt said they didn't know if this was in 2021 or 2022. The pt rep said the pt had to go to the hospital for this, and the manufacturer representative (rep) was involved because the hospital was trying to get information about MRI stuff. Pt rep said the rep did a test, and the one "node" (electrode on the lead) would not permit any future mris. The patient was redirected to their healthcare provider hcp to further address the issue. (B)(6) 2023. Initial reporter health professional (rep): no new information.